Manufacturer narrative:
One (1) used list# d1000, tego¿ connector, appx 0.05 ml was returned for evaluation. As received, a seal collapsed and seal tearing was observed, no mating device was returned for evaluation the complaint can be confirmed. The probable cause of unable to flush is due to a variation in tego seal material which has a direct impact on the functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported, that on an unknown date, a tego connector was found to be occluded during patient use. It was stated in the report, ¿the following observed by dialysis staff: post treatment - unable to flush or lock venous line. Changed tego." The events were noted during use on the patient and it was unknown how long it was used with no medication. There was no patient harm reported.